Manufacturer narrative:
Results: the complaint of "over stimulation" was confirmed. Analysis of the returned cable revealed broken wires inside the cable just below the strain relief of the hdmi connector. Continuity testing showed 5 channels were completely open and 4 channels had intermittent opens when stressed. The broken wires were in close proximity. This could have caused the jolting and intermittent stimulation the pt reported as the broken wires made intermittent and unintended contact when stressed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt underwent a procedure for a trial scs system on (B)(6) 2014. The sjm representative met with the pt on (B)(6) 2014 for reprogramming and afterwards, the pt experienced overstimulation when moving or bending the multi-lead trial cable (mltc). The sjm representative met with the pt the following day and replaced the mkltc which resolved the issue.